Manufacturer narrative:
Intuitive surgical inc. (Isi) performed advance failure analysis (afa) on the 30-degree endoscope and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with the motion checker (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope camera cables connector was visually inspected and found watermarks on the trim plate. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The noise of the endoscope was tested on a system or equivalent and found to fail the focus test. The endoscope was found with video intermittent image.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the endoscope would not switch the view. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: during the procedure, the image from the endoscope appeared inverted and could not be corrected despite multiple attempts both on and off the field. The event did not involve reversed controls on system arms, and the system recognized the correct endoscope. The desired orientation was confirmed by the surgeon. The procedure was completed using a different endoscope, and no patient injury resulted from the vision issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product and completed the failure analysis. The endoscope was analyzed, and the reported issue could not be reproduced. Additionally, failure analysis found defective cable connector and bearing friction with the camera instrument adapter.